Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported fl2 signals (cd4-pe) are intermittently shifting on control samples and patient samples on their fc 500 flow cytometer. All instances of seeing intermittently fl2 shifting were identified during data review. Patient samples are not run if qc does not pass. When this incident is observed on patient samples, the same prepared sample is run on the 2nd instrument in the laboratory and reviewed prior to reporting out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.